Manufacturer narrative:
Conclusions: it is a known issue that pts with a pacemaker should not be scanned. The instructions for use, section 1.4, "contraindications" in part states: the philips intera should not be used if any of the following contraindications exist or are thought to exist. This device is contraindicated for pts fitted with metallic implants or electrically, magnetically, or mechanically activated implants (such as cardiac pacemakers) because the magnetic and electromagnetic fields produced by the mr device may exert strong forces on the metallic implants or may interfere with the operation of these devices.